Event description:
It was reported via a clinical study that a patient underwent an initial tibial bone fixation procedure. Subsequently, three (3) months post-implantation, it was revealed that the fracture showed delayed healing on diagnostic x-ray images. A surgical procedure is pending to address the delayed healing of the fracture. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). A2: year of birth: 1995. D10: medical product: tibial nail - yellow 11 mm diameter 36 cm length: catalog#: 47249536011, lot#: ni; tibial nail cap 10 mm height: catalog#: 47248700510, lot#: ni; unknown zimmer natural nail dynamization proximal screw: catalog#: ni, lot#: ni; unknown zimmer natural nail transverse proximal screw: catalog#: ni, lot#: ni; unknown zimmer natural nail 15mm distal screw: catalog#: ni, lot#: ni; unknown zimmer natural nail 5mm distal screw: catalog#: ni, lot#: ni. G2: foreign: germany. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-01851; 0001822565-2023-01852; 0001822565-2023-01853; 0001822565-2023-01854; 0001822565-2023-01856; 0001822565-2023-01857. The product will not be returning to zimmer biomet for evaluation as the product remains implanted. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
Upon reassessment of the reported event, the previously reported cortical screw has been determined to be not reportable. The implanted tibial nail is the device that acts as the uniting mechanism intended to restore the natural anatomy of the tibia when treating tibial shaft fractures. Therefore, the associated screw has not contributed to the reported complication of bone nonunion. The patient's pain and ambulation difficulties can likewise be attributed to the bone nonunion.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Upon reassessment of the reported event, the previously reported cortical screw has been determined to be not reportable. The implanted tibial nail is the device that acts as the uniting mechanism intended to restore the natural anatomy of the tibia when treating tibial shaft fractures. Therefore, the associated screw has not contributed to the reported complication of bone nonunion. The patient's pain and ambulation difficulties can likewise be attributed to the bone nonunion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: tibial nail - yellow 11 mm diameter 36 cm length: catalog#47249536011, lot#65316300; tibial nail cap 10 mm height: catalog#47248700510, lot#ni; unknown zimmer natural nail dynamization proximal screw: catalog#ni, lot#ni; unknown zimmer natural nail transverse proximal screw: catalog#ni, lot#ni; unknown zimmer natural nail 15mm distal screw: catalog#ni, lot#ni; unknown zimmer natural nail 5mm distal screw: catalog#ni, lot#ni the investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial tibial bone fixation procedure. Subsequently, three (3) months post-implantation, it was revealed that the fracture showed delayed healing on diagnostic x-ray images. The patient was also experiencing pain, ambulation difficulties, and a decrease in daily "activities". A surgical procedure is pending to address the delayed healing of the fracture.